Manufacturer narrative:
(B)(6). A follow-up medwatch will be submitted when additional information becomes available. The malfunction of the device was the result of user error. The device was investigated by the maquet service technician: the issue could not be duplicated. Unit passed all calibration, functional and safety test perform. The unit was returned to the costumer in cleared to clinical use. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this as a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
The rpm stopped and went to "0" during transport. It was an user error. No patient info available. (B)(4).